Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) unit during drain 2 of 3. The home patient (hp) became disconnected and the transfer set was open. The technical service representative (tsr) had the hp close the transfer set and cap the line with the mini cap. The hp cycled the power to clear the error and received a system error 2367. The hp will call the peritoneal dialysis nurse to advise. The home patient's wife was contacted by product surveillance to verify that the patient line became disconnected from the transfer set. The hp's wife confirmed that it did become disconnected and that the hp had the transfer set replaced and a prophylactic treatment had been done. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. There was no patient injury or medical intervention associated at the time of this report.

Manufacturer narrative:
(B) (4). Per the home patient's wife, the sample was discarded.